Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received results of 340 mg/dl, 207 mg/dl, 389 mg/dl, 146 mg/dl, and 144 mg/dl all within 10 minutes. No adverse event reported. Returning and replacing meter and strips.